Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact. The device was in good condition, scratched screen. There was no evidence of the reported problem in the event log. The reported failure was replicated; the device double beeped with a cassette attached. The root cause of the event can be attributed to the downstream sensor. The downstream sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device is continuously beeping as soon as placed on a set. No patient injury was reported.